Manufacturer narrative:
It was reported that the customer was not sure of the affected product code. Two potential product codes were provided: 82-8800 and 82-8801. If more specific information is able to be provided, it will be included in a follow-up report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient via vp-shunt (doi is unknown. The initial setting was 4). However, the patient¿s condition was not improved, so the valve¿s setting was lowered to 3 and to 2. The patient still felt lightheadedness, so contrast radiography was performed. It was found by the examination that the shunt flow was obstructed. The valve was explanted from the patient (the final setting was 2) and revised with another certas valve (82-8801, the initial setting was 3) on (B)(6) 2017. The patient¿s original disease was sah and the patient is a (B)(6) male. The patient¿s condition is under monitoring. The surgeon commented that debris or something blocked the valve. Even though the surgeon put quite a pressure to the valve by injecting a contrast medium during the contrast examination, it didn¿t flow. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.